Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the MDR 30 day follow up #1 report. The correct date is june 14, 2017.

Event description:
Health professional reported receiving an inaccurately high reading on their adc blood glucose meter. Health professional reported receiving a meter reading of 75 mg/dl compared to a lab result of 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Health professional reported receiving an inaccurately high reading on their adc blood glucose meter. Health professional reported receiving a meter reading of 75 mg/dl compared to a lab result of 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Health professional reported receiving an inaccurately high reading on their adc blood glucose meter. Health professional reported receiving a meter reading of 75 mg/dl compared to a lab result of 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Health professional reported receiving an inaccurately high reading on their adc blood glucose meter. Health professional reported receiving a meter reading of 75 mg/dl compared to a lab result of 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.